Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. No devices received, log review only.

Event description:
It was reported that the patient was connected to continuous intravenous fluid when he developed sudden onset of cough. Nurse noted air bubbles running through the intravenous line without machine alarming for air in line. Doctor informed and came to assess the patient. Orders placed for a pulmonary embolism work up. All tests were normal, no chest pain or shortness of breath noted by patient. Vital signs were stable, cough resolved and patent later discharged home. There was patient involvement but no harm.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Not applicable. Device evaluated by bd.

Event description:
It was reported that the patient was connected to continuous intravenous fluid when he developed sudden onset of cough. Nurse noted air bubbles running through the intravenous line without machine alarming for air in line. Doctor informed and came to assess the patient. Orders placed for a pulmonary embolism work up. All tests were normal, no chest pain or shortness of breath noted by patient. Vital signs were stable, cough resolved and patent later discharged home. There was patient involvement but no harm.

Event description:
It was reported that the patient was connected to continuous intravenous fluid when he developed sudden onset of cough. Nurse noted air bubbles running through the intravenous line without machine alarming for air in line. Doctor informed and came to assess the patient. Orders placed for a pulmonary embolism work up. All tests were normal, no chest pain or shortness of breath noted by patient. Vital signs were stable, cough resolved and patent later discharged home. There was patient involvement but no harm.

Manufacturer narrative:
Additional information: imdrf annex a, g, c and d codes.